Event description:
Exact date of incident is unknown. Rn caring for patient bw found the extension set attached to end of PICC line in depressed and activated position. No leaking was witnessed nor back flow of blood in the catheter as a result. The extension set was removed and replaced.